Event description:
It was reported that the pt was explanted of his vibrant soundbridge on (B)(6) 2013 as it was required to perform an MRI examination without any artifact. The device was reported to be functional.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report. Note: this device was manufactured by symphonix inc. Vibrant (B)(4) took over the symphonix assets. As such vibrant (B)(4) feels responsible to f/u on product problems with symphonix produced device.